Manufacturer narrative:
Failure investigation was performed. The returned data acquisition printed circuit board functions per specification and does not alarm for any oxygen setting. The returned material and the customer complaint cannot be verified as no issues were identified.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 17feb2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device will not deliver oxygen above 21%. The customer reports when o2 is set above 21% that the unit alarms o2 unavailable. The device was in use at the time of the event. The ventilator was changed out when the issue occurred with no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer has removed the o2 manifold and the issue continues. The customer verified that per the pneumatics screen the o2 inlet pressure is reading 53 psi. The customer set the flow to 10 @100% o2 and the o2 flow remained at 0 and the air flow read 10. The rse advised the customer to replace the o2 solenoid and advised if the issue persists to replace the o2 flow sensor.

Manufacturer narrative:
G4: 07apr2021. B4: 14apr2021. The customer returned a call to the philips rse stating that the flow sensor and oxygen solenoid did not resolve the oxygen delivery problem and requested onsite service. A philips field service engineer (fse) was dispatched to the customer site and confirmed the reported issue. The fse replaced the data acquisition (da) pcba and the motor controller pcba to resolve the reported issue. After repair, the device fully met the specification and was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.